Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Corrected field: h6 (impact codes): "f26 - no health consequences or impact" was changed to "f1001 - absence of treatment" and "f10 - inadequate/inappropriate treatment or diagnostic exposure".

Event description:
It was reported that this pacemaker exhibited noise and oversensing on the right ventricular (rv) lead, which resulted in pacing inhibition during a pace threshold test. The patient experienced 3.5 seconds of pacing inhibition. The patient's rv lead is a non-boston scientific product. The patient was brought in for further troubleshooting and the noise was replicated with pocket manipulations and isometrics. The device was reprogrammed to a fixed sensitivity of 4.0mv and the patient will continue to be monitored. Further information was received indicating that right atrial (ra) pace impedance spikes out-of-range were noticed in the impedance trend, which according to technical services, are related to a lead-header spring contact issue. It was recommended to reprogram unipolar pace and bipolar sense. This pacemaker system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker exhibited noise and oversensing on the right ventricular (rv) lead, which resulted in pacing inhibition during a pace threshold test. The patient experienced 3.5 seconds of pacing inhibition. The patient's rv lead is a non-boston scientific product. The patient was brought in for further troubleshooting and the noise was replicated with pocket manipulations and isometrics. The device was reprogrammed to a fixed sensitivity of 4.0mv and the patient will continue to be monitored. Further information was received indicating that right atrial (ra) pace impedance spikes out-of-range were noticed in the impedance trend, which according to technical services, are related to a lead-header spring contact issue. It was recommended to reprogram unipolar pace and bipolar sense. This pacemaker system remains in service and no adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited noise and oversensing on the right ventricular (rv) lead, which resulted in pacing inhibition during a pace threshold test. The patient experienced 3.5 seconds of pacing inhibition. The patient's rv lead is a non-boston scientific product. The patient was brought in for further troubleshooting and the noise was replicated with pocket manipulations and isometrics. The device was reprogrammed to a fixed sensitivity of 4.0mv and the patient will continue to be monitored. Further information was received indicating that right atrial (ra) pace impedance spikes out-of-range were noticed in the impedance trend, which according to technical services, are related to a lead-header spring contact issue. It was recommended to reprogram unipolar pace and bipolar sense. This pacemaker system remains in service and no adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited noise and oversensing on the right ventricular (rv) lead, which resulted in pacing inhibition during a pace threshold test. The patient experienced 3.5 seconds of pacing inhibition. The patient's rv lead is a non-boston scientific product. The patient was brought in for further troubleshooting and the noise was replicated with pocket manipulations and isometrics. The device was reprogrammed to a fixed sensitivity of 4.0mv and the patient will continue to be monitored. This pacemaker system remains in service. No adverse patient effects were reported.